Event description:
Analysis was completed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported than a company representative was having issue when using her motion tablet. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. The return of the suspect usb cable is expected but it has not been received to date.

Event description:
The suspected usb cable was returned to the manufacturer on (B)(6) 2016. Analysis is underway but it has not been completed to date.